Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. It was unknown if the patient recovered from the event. On an unreported date, pd therapy was discontinued and the patient was referred to hemodialysis. No additional information is available.